Event description:
Reporter states she first used a case of 24 tests from a different lot, on a different day all of which provided valid test results. Reporter notes that she then purchased another case and that the first 2 test from this new batch produced valid results. Reporter states that an additional 5 tests were administered and 4 test were invalid. Reporter states that the 5 tests were from 3 patients: the first patient received 2 invalid results, the 2nd one received an initial invalid result and on retest the result was valid, and the 3rd person received an invalid result and declined a retest due to the pain associated from administering the test. Reporter noted that she contacted the manufacturer following the invalid results and alleges that the manufacturer instructed her to keep using the test and to inform them of any further invalid results obtained. Reporter states concern with the company's poor response in regards to the product issues.